Manufacturer narrative:
Insulin pump passed the displacement test but failed during prime test due to protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not yet done with the fill tubing and the insulin was squirting out during the manual prime process. The customer¿s current blood glucose level was 192 mg/dl. The customer reported that they were unable to exit the preparing to prime loop. The customer reported that they did not receive 2nd series of beeps nor did the numbers appear on the screen. The customer was advised to revert to back up plan per the healthcare professional¿s instructions. The device will be returned for analysis.